Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "loosening hardware" additional notes indicate: patient needs revision of tibial component of extendable dfr. Revision of tibial component of dfr with implantation of cemented tibial stem.

Manufacturer narrative:
An event regarding alleged loosening of a tibial component involving a jts distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement, with passive fixation for the tibial stem. The surgeon has reported loosening of the tibial component which was inserted on (B)(6) 2012. The x-rays show bone remodelling and bone resorption around the distal part of the stem which has left a thin cortex and low density of the bone. The tibial stem is tilted inside the cavity which looks much smaller than the canal, this indicates loosening of the implant. The above observation has confirmed the reason for revision. Update (B)(6) 2019 - the imaging provided showed the axel has backed up medially, but the breakage of the circlip cannot be clearly identified. In addition, the tibia tray is tilted from the tibia plateau and there are some radiolucent lines along the tibial stem between the cement mantel and the bone. Therefore, the radiographic assessment has confirmed the reason for revision. Product history review: review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2012 with no reported discrepancies. Complaint history review: there have been 4 other events relevant to tibial component loosening. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re- opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. H3 other text : device not returned.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "loosening hardware" additional notes indicate: patient needs revision of tibial component of extendable dfr. Revision of tibial component of dfr with implantation of cemented tibial stem.

Manufacturer narrative:
An event regarding alleged loosening of a tibial component involving a jts distal femur was reported. The event was confirmed by medical review. Method and results product evaluation and results: not performed as no items were returned. Clinician review: the implant in situ was for a jts distal femoral replacement, with passive fixation for the tibial stem. The surgeon has reported loosening of the tibial component which was inserted on (B)(6) 2012. The x-rays show bone remodelling and bone resorption around the distal part of the stem which has left a thin cortex and low density of the bone. The tibial stem is tilted inside the cavity which looks much smaller than the canal, this indicates loosening of the implant. The above observation has confirmed the reason for revision. Product history review:review of the product history records indicate 1 device was manufactured and accepted into final stock on (B)(6) 2012 with no reported discrepancies. Complaint history review: there have been 4 other events relevant to tibial component loosening. Conclusions: the exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Siw will continue to monitor for trends. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form was received for patient's impending revision with diagnosis "loosening hardware" additional notes indicate: patient needs revision of tibial component of extendable dfr. Revision of tibial component of dfr with implantation of cemented tibial stem.